Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the info available at this time, no definitive conclusions can be made. Post implant, the only mention of the composix mesh was during a nonrelated surgical procedure performed on (B)(6) 2003. During this procedure the mesh was identified and noted to be folded over; adhesions were lysed, the mesh was cut through and resutured. The medical records indicate the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. The pt was also indicated to have been treated for fistula formation and infection. While it appears the source of the infection and fistula formation are unrelated to the composix mesh, both are known possible adverse reactions listed in the IFU. Additionally, no sample is available for eval as it is indicated the mesh remains implanted. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00430 for info related to the ventralex mesh implanted on (B)(6) 2005.

Event description:
The initial attorney report alleged pain and unspecified injuries. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2012 - repair of incarcerated incisional hernia with composix mesh. On (B)(6) 2003 - total abdominal hysterectomy bilateral salpingo-oophorectomy, and lysis of adhesions. Reportedly, the composix mesh was found to be folded with omental adhesions, these adhesions were lysed from the mesh, and it was cut in order to gain access to the peritonital cavity. On (B)(6) 2003 - office visit, pt has a left abdominal wall mass consistent with hernia. No pain reported. She was advised of the risks of hernia recurrence in smokers who are overweight and she was encouraged to quit smoking and lose weight. On (B)(6) 2004 - office visit, c/o hernia pain was referred for surgery. On (B)(6) 2004 - repair of ventral hernia with unspecified mesh and a small bowel resection with primary anastomosis. On (B)(6) 2004 - (B)(6) 2005 - multiple office visits, pt noted to have an intact repair/well healed incision. On (B)(6) 2005 - office visit, pt has a new hernia, described as left peri-umbilical mesh repair planned. On (B)(6) 2005 - repair of hernia with ventralex mesh. Reportedly, bowel has become incorporated into the unspecified mesh that was placed on (B)(6) 2004. And a bowel resection was performed. It appears this unspecified mesh was explanted at this time. On (B)(6) 2005 - admitted for infected mesh and enterocutaneous fistula. On (B)(6) 2005 - excision of infected ventralex mesh, small bowel resection with end ileostomy, and placement of non-bard mesh.